Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis: one photo was provided; the picture shows a blue reload from the top view with the pan detached on aside of the reload. The reload can be seen fully fired. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the gst blue cartridge was separated into two parties when the knife was moving. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58l1y. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned fully fired with 9 drivers missing. In addition the cartridge pan was noted to be dislodged. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.